Event description:
It was reported the patient has seen several internal medicine doctors for fevers off and on through out the years. The patient may have an internal infection possibly associated with the stimulator. The details about the infection were not provided. The "sites" look fine. It has been recommended that the stimulator systems be removed. Additional information has been requested, but was not available on the date of this report.